Manufacturer narrative:
Event description: was updated to clarify that the procedure performed on (B)(6) 2010 was a revision procedure where a reverse total shoulder was implanted. Relevant history: updated to include patient history as indicated on the attached user facility report. This report filed march 14, 2011.

Event description:
It was reported that patient underwent reverse total shoulder arthroplasty on (B)(6), 2010. Subsequently, follow up radiographs revealed that the taper adapter had disassociated from the baseplate. A revision procedure was performed on (B)(6), 2010, with the taper adapter and baseplate being removed and replaced. The baseplate used in the revision was 5mm thicker than the baseplate used in the original procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur: under warnings, number two states, "failure to properly align and completely seat the components together can lead to disassociation". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6), 2011

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently, follow up radiographs revealed that the taper adapter had disassociated from the baseplate. A revision procedure was performed on (B)(6) 2010, with the glenosphere and taper adapter being removed and replaced. The baseplate used in the revision was 5mm thicker than the baseplate used in the original procedure.

Event description:
It was reported that patient underwent revision shoulder arthroplasty on (B)(6) 2010. Subsequently, follow up radiographs revealed that the taper adapter had disassociated from the baseplate. Another revision procedure was performed on (B)(6) 2010, with the taper adapter and baseplate being removed and replaced. The baseplate implanted on (B)(6) 2010 was 5mm thicker than the one implanted on (B)(6) 2010.